Manufacturer narrative:
Device evaluation: the device related to the reported event of foreign material was received on may 02, 2019 with lot number 3234052. Visual analysis of the returned device identified: weight to the spec, device appearance, crease fold. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No issues related to foreign material was observed.

Event description:
Healthcare professional reported "an implant with small black partials-eye lash size- sitting on the implant." Device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. There was no reoperation as the device was not implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "an implant with small black partials-eye lash size- sitting on the implant." Device was not implanted.